Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the power supply. The cse proactively replaced the luminometer assembly. The cse then performed an instrument calibration adjustment and performed dark count readings, which were acceptable. The cause of smoke being emitted from the instrument was due to a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the back of an advia centaur xp instrument. The operator turned off the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.